Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the lens did not fully come out of the injector. Part of the lens got stuck in the injector, and the other part was stuck at the incision site. The stuck part was removed from the incision. The procedure was completed the same day using the same model, same diopter, and same company lens. Additional information has been requested and received stating as per the surgeon, the plunger and lens became stuck inside the cannula opening and would not advance. The lens and cannula were withdrawn without issue, and a different injector and lens of the same power were used successfully.